Event description:
It was reported by the rep that the (1) tlc75 was used during a colectomy procedure. It was reported that the instrument lockout engaged. The surgeon tried to fire the instrument, but was unable. There was no pt consequence.